Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient was experiencing a itchiness under the front and back therapy electrodes. Patient was prescribed an antihistamine by a physician. Follow up indicated that the itching has healed.